Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of a broken connector, the output connector assembly was broken. It was additionally noted that the hanger assembly was broken, the main printed circuit board was out of specification in an electrical manner causing a backlight issue as well as an error to occur several times. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the top white connection of the external pulse generator (epg) was chipped and broken. The product has been returned for service. There was no patient impact or consequence as a result of this event.